Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope's forceps was stuck down the channel. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, d9, h3, h4, h6, and h11 were updated. It was unable to be confirmed that the forceps was stuck down the channel. Based on the results of the investigation, the definitive root cause of the stuck forceps could not be determined. The instruction manual identifies detective and preventative verbiage associated with foreign material in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.